Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are underfilling. Our pst lihep tubes: ref: 367960, lot: 104987, exp: 2022-02-28, are not filling. There does not seem to be any vacuum in the tube.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) 56 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are underfilling. Our pst lihep tubes ref: 367960. Lot: 104987. Exp: 2022-02-28 are not filling. There does not seem to be any vacuum in the tube.